Manufacturer narrative:
Our firm has made numerous unsuccessful attempts to obtain additional clinical information. Product is not available for return. A device history review has been requested. The results of the review will be reported within 30 days of receipt. If additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings. H5: device labeling singe use or reuse. Device not returned. No conclusion can be drawn.

Event description:
Information received from our (B)(6) affiliate. This information indicates a patient (pt) experienced a corneal ulcer (cu) and hypoxia while wearing acuvue 2 contact lenses (cl). The pt was on a daily wear and 40 day replacement schedule. The pt used renu multipurpose solution to clean disinfect the cl. On (B)(6) 2012, the pt contacted our firm reporting that the pt's "eye got red and could not open the od. Lack of acuity." The right eye was worse than the left eye. The pt stated that redness remained in the eye. On (B)(6) 2012, the pt saw the pt's primary eye care professional (ecp) and was diagnosed with a corneal ulcer and hypoxia. The pt was treated with tobracort drops every four hours and systane drops every two hours. No other dates of service were reported. "Corneal ulcer" may or may not be a serious injury. Information received from complainant was limited and suggested potential serious injury. This is being reported as worst case.